Manufacturer narrative:
Complaint confirmed. During visual evaluation it was revealed that the first bio-interference screw broke off at the eighth thread prior to receipt for investigation, and the distal end of the screw was found to be twisted, which is consistent with breakage during insertion. The second bio-interference screw had no damage. Also during device functioning, both ar-1370b screws were functioned with an ar-1386 driver, and would not advance down the driver. Complainant's event is most likely caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Per product directions for use (dfu-0111), it is important to completely seat the screwdriver to prevent potential screw fracture during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, the screw would only enter halfway into the bio-interference screw, ar-1370b. The surgeon tried 2 other screwdrivers and this did not work. The graft was fixed into the tibial tunnel with an interference screw and the screw entered was divided halfway outside and inside bone. No further information provided. Further information requested. Additional information provided on (B)(6) 2019: the procedure being performed was a repair of anterior cruciate ligament. Bone quality was reported to be hard. The piece that broke was not fully retrieved. The case was completed by using a second screw of a larger diameter to fix the graft in the tibial area. The surgeon had to switch to another surgical technique which was a semitendinosus autologous graft used with interference fixation in the tibia and femur.